Event description:
A physician reported that his pt presented with consistent pain 2 weeks following essure micro-insert implantation. A pelvic sonogram and x-ray were taken which showed proper placement of the micro-inserts. The pelvic sonogram revealed a complex ovarian cyst. The physician then performed a laparoscopic total hysterectomy with left ovarian cystectomy. The physician reported that at the time of surgery, both essure micro-inserts were in the proper location; the pt's pain resolved following micro-insert removal. The physician stated that he believes the micro-inserts were directly related to the pt's pain and the cyst did not contribute to the pt's pain. The physician stated that initial exam 5 days post essure revealed bilateral adnexal tenderness.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs